Event description:
It was reported that the patient presented in clinic after experiencing dizziness. Upon investigation, loss of pacing due to the autocapture algorithm was observed. Abbott technical support stated this was not working well for the patient and autocapture was programmed off to resolve the event. The patient was in stable condition.